Event description:
The customer's wife stated that the customer was taken by ambulance to the hospital due to hypoglycemia. Troubleshooting was performed. It was found that the time on the insulin pump was off by one hour, but the customer's wife did not want to correct the time. The insulin pump passed the displacement and self tests. It was found that the insulin pump was reading the amount of insulin in the reservoir accurately. It was also found that the customer had delivered several large boluses within a two hour period prior to being hospitalized. Nothing further was reported.

Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.